Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim was used during a cystocele anterior repair procedure performed on (B)(6), 2015. According to the complainant, during the implantation procedure, the needle detached. This happened outside the patient. The procedure was completed with this device using another capio suture. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.